Event description:
Insert dexcom g7 in my right arm. I have been using a dexcom for 15 years and never had any issues with adhesive. This insertion was extremely painful and throughout the length of the 10-day period, my arm hurt. I have since removed the dexcom and now have a raised, red, bumpy, itchy rash where the adhesive was.